Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the hub on the extension to the catheter is coming undone pretty easily. It¿s disconnecting from the IV fluid, and in CT the pressure is actually blowing the hub off the connector and spraying contrast everywhere. They mentioned this has been happening for the past few months. A specific number of affected devices or patients was not provided by the complainant.